Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. The patient was delivered at 09:50, and after placental detachment, the doctor sutured the patient's uterine muscle layer with suture. When tying the knot, the suture broke, causing minimal bleeding and prolonged suturing time for the patient. Changed another one to complete the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/17/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2024; this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient was a 33-year-old woman who underwent cesarean section at hospital on (B)(6) 2023. The surgeon used vcp358h to perform the uterine sewing in the way of continuous suturing. The suture broke when sewing and knotting. The surgeon immediately replaced a new suture (with specific product information unknown) for sewing. The subsequent operation went smoothly. The event caused a small amount of oozing to the patient (the specific amount of oozing was unknown) and prolonged the surgery time by about 10 minutes. No subsequent adverse events were reported.